Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00252. Follow-up information indicated the lead that had migrated was explanted and replaced on (B)(6) 2017 with a 90cm slim tip lead. Postoperatively, the patient indicated he is receiving effective therapy.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00252. It was reported the patient suffered a fall and afterwards began to experience back pain when stimulation was on. X-rays were taken and revealed one of the two implanted leads had migrated. Stimulation for the migrated lead was turned off and the patient's back pain ceased. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead lot migrated; therefore all possible lots are being reported.